Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the superficial femoral artery. A non-abbott balloon was advanced and inflated, but ruptured. The 5.0 x 40 mm fox balloon catheter was then advanced without issue and inflated to 14 atmospheres (atm), but ruptured on the first inflation. The fox balloon catheter was removed without issue, and a new fox was used successfully. It was noted that the device was prepared inside of the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the fox sv instruction for use instructs to prepare the balloon prior to device introduction. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.